Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the om-9000s tip of the suction tube was cracked. This was noticed when the hospital staff opened the pouch. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the suction tube was fractured. It appeared that the tip had fractured and broke off but was taped back to the tubing. The tip of the suction tube was also missing a portion. There was no evidence of blood on the device. (B)(4).